Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated cardiac procedure, the device was programmed to avoid pacing inhibition from thermocautery. During the procedure, the device went into backup mode. The patient was noted to have a poor hemodynamic response post-procedure. The required pacing support was not available. A device download was preformed and the device was restored. The patient was stable following the procedure with no consequences.